Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: this is the 2nd related complaint for fm on the provided lot number. - it was performed the DHR review and the manufacturing date for this batch was march 11th to 16th, 2020. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident are performed by visual inspection each 02 hours at 40 parts. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: image was received, and it is possible observe foreign matter - hair root cause description: it was performed DHR and maintenance evaluation and no occurrence were observed. Based on this evaluation the potential causes for the problem is: through the sample provided by the customer it was possible to observe the presence of foreign matter - hair. According the investigation evidences and complaint description indicating that the defect was generated during the needle production process. The operators will be notified from this complaint. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that needle precisionglide 21x1in contained foreign matter. The following information was provided by the initial reporter: "presence of a strand of hair in the package, internally, together with the material.".